Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record #607033. According to the available information this inflatable penile prosthesis was implanted nineteen years ago and removed/replaced on (B)(6) 2020 due to frayed tubing. Additional information received from the regional sales director indicated: ¿reservoir tubing frayed, 19 yr old mentor device.¿ information provided from the clinical lead indicated: ¿pt having trouble intermittently wit inflation and deflation of his prosthesis¿. A titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed partial separations within abrasion on both pump exhaust tubes and inlet tube of the pump. Testing revealed these to not be sites of leakage. The presence of surface abrasion was noted on the exhaust tubing of cylinder 1 and 2. No functional abnormalities were noted with any of the returned components. The information received indicated that the patient was having intermittent difficulty with the inflation/deflation of the device, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonc-onformances and capas revealed no trends for this lot.

Manufacturer narrative:
Lot number: 776383. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, reservoir tubing frayed, 19 yr old device. It was reported that the patient was having trouble intermittently with inflation and deflation of his prosthesis. Device removed and replaced.